Event description:
It was reported during treatment with an ak 98 machine, high ultrafiltration was observed. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. A visual inspection was performed and observed that the high ultrafiltration rate (no patient harm) was due to corrosion and leakage of the level detector switch connection. To resolve the issue, the qualified technician replaced the level detector switch and then simulation test was running normally afterwards. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.